Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted to the hospital a day after being implanted due to decompensated heart failure. Subsequently, the patient experienced a pea cardiac arrest on (B)(6) 2016 and passed away. Allegedly, the physician believes the patient's death was due to cardiac arrest and not the patient's sensor.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Initial reporter occupation was inadvertently omitted on the initial report. MFR information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report.